Event description:
It was reported that intermittent minimum fill notification occurred after the user filled multiple cartridges with 290 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the cartridge was leaking from the o-ring. Reportedly, customer declined to load a new cartridge to resolve the issue. Customer's blood glucose level was between 256 and 257 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.